Manufacturer narrative:
Additional relevant information will be provided when the event analysis is complete.

Event description:
Same case as 2184052-2015-00107 and 2184052-2015-00108. It was reported that three virage closure tops backed out postoperatively. Virage instrumentation was implanted from c3 - t1 connecting to sequoia instrumentation implanted from t2-t5 during the same surgery connecting it to existing sequoia instrumentation that spans down to s1. The patient's wound opened one month post operation, and during the surgery to reclose the wound, it was reported that two virage closure tops were discovered visually in the soft tissue and retrieved. Later imaging found one more closure top in the soft tissue. The patient was revised approximately one month after the initial surgery and all three closure tops were replaced and the third closure top was retrieved from the soft tissue. No further information was provided concerning the patient's postoperative condition or outcome following the revision.

Manufacturer narrative:
It is indicated that the device will not be returned; therefore, device evaluation cannot be performed. The lot number for the device is unknown so review of device records could not be performed. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.